Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8484058. Device history review ==> device history reviewed on 17 dec 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 feb 2019. There were no anomalies identified for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to arthritis and degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening and instability. The surgeon reported the tibial and femoral components were removed with minimal bone loss. He noted the tibial component was able to be removed with essentially no bonding of the bone cement. The surgeon commented on the patella saying it was stable and appropriately positioned, and was not revised. The patella was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2019 (lt knee).